Manufacturer narrative:
E1: reporter phone number (B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting that during device evaluation and testing, the touchscreen on the v60 ventilator did not work properly. The device was not in clinical use. There was no report of harm. There was no impact on the user. The device did not meet specification for intended use and remained out of service. The pse determined that the touchscreen required replacement. The customer was advised.

Manufacturer narrative:
The manufacturer's product support engineer replaced the touchscreen to resolve the reported issue. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The system meets the specification for the performed service and was returned to use.